Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without any performance allegation. Upon analysis of the returned components, it was noted that the pump kink resistant tubing (krt) was worn to the filament and the cylinders did not pass the microscope and leakage test. Also, the reservoir did not pass the microscope test. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder had a hole in the outer tube, broken fabric threads and a hole in the inner tube from kink resistant tubing (krt) wear in the proximal end. The first cylinder krt was worn to the filament. The first cylinder had a leak from the krt wear in the proximal end. The second cylinder had a hole in the outer tube and broken fabric threads from krt wear in the proximal end. The second cylinder krt was worn to the filament. The second cylinder had a bulge in the proximal end when inflated. The flat reservoir had wear in the shell and passed the leakage testing. The momentary squeeze (ms) pump krt was worn to the filament. The ms pump passed the leakage testing and functional testing.